Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records cannot be conducted because the model number and serial number of all explanted devices are unknown.

Event description:
A report was received that the patient underwent a revision procedure to explant the full spinal cord stimulator (scs) system due to an infection. All explanted devices were lost in the trash and cannot be returned. Product information for explanted devices was unknown.

Event description:
A report was received that the patient underwent a revision procedure to explant the full spinal cord stimulator (scs) system due to an infection. All explanted devices were lost in the trash and cannot be returned. Product information for explanted devices was unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: n/I serial/lot: n/I description: unk-t-internal_leads model: n/I serial/lot: n/I description: unk-t-internal_leads it is indicated that the devices will not be returned for evaluation as they were discarded by the facility; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records cannot be conducted because the model number and serial number of all explanted devices are unknown.